Event description:
Reporter stated that the inform base unit short-circuited. No adverse event associated with the alleged malfunction was reported.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Abbott field service replaced a defective part of the cell-dyn sapphire analyzer bottom sensor after inspecting it per fa05apr2010. No impact to patient results or patient management was reported.